Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a high blood glucose with small amounts of ketones. The patient was hospitalized and treated with intravenous fluids and insulin via injection. The reporter stated that there had been occlusion alarms with the pump across multiple sets of supplies. The pump could not be fully reviewed at the time of the call. The patient had been disconnected from the pump while at the hospital. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of occlusion alarms with the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the black box showed occlusion alarms occurred on the alleged date of issue due to an unidentified high force. The pump passed all occlusion and delivery accuracy testing. The force sensor was within specifications. The alleged occlusion issue, and high force issue were unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.